Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8 - was device serviced by third party? The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the polytetrafluoroethylene pad peeled off of the subject device. The issue occurred during a therapeutic laparoscopic liver resection that was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to make a correction to previously submitted h7 - if remedial action initiated and h9 - corrective action #. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.